Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review and during functional testing. The root cause for the reported complaint was due to the drive train motor brake gap being out of specification as a result of wear and tear of the autopulse platform. A replacement of the drivetrain motor is required to remedy the problem. As part of routine service during testing, the platform was examined and found physically damaged head restraint wires on the top cover, there was no lcd backlight and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The platform top cover, the lcd module needs to be replaced and the sticky clutch plate requires deburring to address the issue. The autopulse platform was manufactured in february 2011 and it is 8 years old, well beyond its expected serviceable life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. The platform failed the initial functional testing due to a system error 139 (unable to hold compression position) message that was observed upon powering up the device. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". No patient involvement.